Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they were going to charge their implanted neurostimulator last night, but when they attached the recharger to the controller it wouldn't do anything. Patient stated the controller would only light up when plugged into the ac power supply cord. Patient said they tried resetting the controller several times, but that didn't resolve the issue. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, and controller port. Agent walked patient through resetting controller; controller powered on but there was no green light flashing. Agent instructed patient to try a different outlet, the patient confirmed the controller powered on but there was no green light on the controller. The issue was not resolved. A replacement battery pack was sent out. No symptoms were reported. Agent reopened and reassigned case to send request to repair to replace the recharger and back cover. Patient called back and received the replacement battery but patient was still having issues charging the implant. Patient couldn't feel anything happening when charging the implant. Patient would show that implant was charging so they would turn it off then turn it back on and it would be completely out when charging. Agent understood this as controller depleting. Patient would also get a terminated screen when charging the implant. Patient would get replace controller batteries as well. Agent reviewed information. During the call patient reset the controller and there were no damages on the recharger and controller charging port. Patient plugged the recharger and got poor, excellent, poor, good, to not recharging. Patient was sitting up and staying still. Patient already sent the dummy controller back to medtronic and mentioned their back cover didn't fit into the controller. Patient also mentioned when charging the implant their implant would kind of feel hot. Agent redirected patient to their hcp. Agent closed case. Patient called back and repeated previously documented information. Patient stated they had received the replacement recharger; however, the issue had not been resolved. Patient reported they were able to charge their implant for about 30 seconds and the screen then displayed charging interrupted and then replace controller batteries soon; patient noted bp was just replaced. Patient attempted resetting the controller, but this did not resolve. Patient reported no visible damage to controller port or battery compartment pins and denied any rattling noise when shaking controller. Agent had patient reset the controller and connect the recharger. Patient reported recharging excellent. While still on the call, patient reported charging interrupted message and, after unlocking the scree, reported batteries screen displayed with controller at 100% and ins at 10% with finished displayed. Agent emailed repair for replacement controller. Patient also commented that they had charged the implant for 3 minutes and the implant felt like it was getting hot (see previously documented note); agent redirected to hcp to further address. Patient called back in stating already documented event. When attempting to recharge the ins with new controller they got stuck on checking for the device screen/looking for device screen. Patient also mentioned that they got a small battery door cover. Agent closed case.

Manufacturer narrative:
Product:97715, s/n:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.